Event description:
Philips received a complaint on the v60 ventilator indicating that the accept button was not working. The customer informed the remote service engineer (rse) that they were unable to get to the diagnostic mode due to the accept button not working. The rse instructed the customer to open the user interface assembly (ui) and check the cable between the switch printed circuit board assembly (pcba) and the ui pcba. The customer took apart the ui assembly and reconnected the cable from the switch pcba to the ui pcba. Following the cable reseating the issue resolved, with the accept button was functioning as expected and the customer being able to get into the diagnostic screen. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.